Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, there was an obstruction when using the cleaning brush at a 20cm of the instrument channel tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that foreign matter was noted in the channel tube of the evis lucera gastrointestinal videoscope. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The obstruction found during evaluation was a kink in the biopsy channel. No foreign material could be found, therefore the reported event could not be confirmed. It is likely that the user mistook the obstruction as foreign material. Olympus will continue to monitor field performance for this device.